Event description:
It was reported that the patient experienced discomfort at the spinal cord stimulator (scs) implantable pulse generator (ipg) site due to the ipg flipping in the pocket. The patient also experienced difficulty charging due to the migration of the ipg. The patient underwent a procedure in which the ipg was reseated in the pocket and the header sutured into place. The patient is doing well post operatively. No devices will be returned as all devices remain implanted.